Event description:
Country of complaint: (B)(6). Complaint states: upon insertion of the arcadius into l5-s1 with the insertion instrument, part of the implant fractured. Due to this, only three of the four fixation screws could be inserted. The implanted remained in the patient because its position was optimal and it was tightly fixed.

Manufacturer narrative:
Manufacturing site evaluation: OEM received a fragment of the implant for evaluation. The investigation determined the implant broke due to mechanical overload. Note: device was used in conjection with the following implant: me015r / implant inserter/ manipulator.